Manufacturer narrative:
Upn- search update from unk728 to m635tu20060. Catalog/model # updated from unknown to tu2006. Device lot number updated from unknown to 0019499758. Device expiration date updated from unknown to 07/20/2019. Device manufactured date updated from unknown to 08/22/2016. (B)(4).

Event description:
It was further reported that during the deployment process, there was one partial recapture performed. Resistance was noted. During the full recapture, they could visualize the anchor caught on the tip of the delivery system. It was also noted that the tip of the wds was damaged.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR:2134265-2016-08937. It was reported that recapture difficulties occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman ® laa closure device & delivery system (wds) along with a watchman® access system (was) were used. The watchman ® laa closure device was deployed. When attempting to recapture it, one of the anchors was preventing it from fully recapturing into the delivery system. They detached the wds from the was and removed it through the was. The procedure was completed with a different size watchman closure device. No patient complications were reported and the patient's status is fine.